Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects noted during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with gastroparesis, type one diabetes and intractable nausea and vomiting. Patient was wearing the pod for 4 to 24 hours on the abdomen. Blood glucose levels reached 295 mg/dl. The patient was treated with intravenous therapy with fluids and antibiotics. Blood sugar tests were provided every two to three hours. Patient's stomach needed to calm down so they could eventually eat. Patient was admitted for 3 days.